Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under delivery anomaly or over delivery anomaly noted. Device also passed tone check and vibrate check during self test. No pump error 63 noted during testing or in the formatted history file. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was hospitalized due to diabetic ketoacidosis from (B)(6) 2019 to confirmed (B)(6) 2019. The customer¿s blood glucose level was unknown. The customer was in the intensive care unit for diabetic ketoacidosis. Customer also stated that hospitalist told customer that insulin pump was beeping when the customer arrived in the department. Customer stated that the hospital took customer¿s insulin pump off during surgery. The insulin pump will not be returned for analysis.